Event description:
Upon removal of ercp scope, it was noticed that tip of ercp scope was missing. Missing piece was found in patient's mouth and removed successfully. Patient was under anesthesia and tip was missing when scope was removed. Missing piece was found in patient's mouth by finger sweep prior to extubation. No harm to patient. No further treatment needed. The device was sent back to the company. I have not received any information regarding the scope. I do not have the age of the device.

Event description:
Upon removal of ercp scope, it was noticed that tip of ercp scope was missing. Missing piece was found in patient's mouth and removed successfully.